Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were unresponsive and the numbers scrolled without stopping. His/her blood glucose level was not reported. The product was returned. Nothing further to report.